Manufacturer narrative:
Mar-med has requested additional information from the user facility regarding their investigation into the adverse event. Mar-med will conduct an investigation into the root causes based on information received.

Event description:
Patient underwent a surgical procedure. The procedure required the use of a digital tourniquet, which is removed at the end of the operation. The patient underwent the procedure on the identified finger as planned with the tourniquet being utilised as per standard practice. During the procedure, the safety tag was removed from the tourniquet to aid visibility. The procedure was completed and the patient discharged home. Upon review in the outpatients department six days later, the digital tourniquet was noted to have been left in-situ causing the finger to become significantly damaged. This led to the digit being amputated that afternoon.